Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their CPAP device. The patient alleges to have nose bleeds, memory loss, developed heart blockage, difficulty breathing/short of breath. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.